Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 36cm distal to the is-1 connector pin into two fragments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis demonstrated 30cm distal to the is-1 connector pin that the lead body was found abraded through, which is assumed to be the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages such as a deformed outer conductor coil 17cm distal to the is-1 connector pin, most likely resulted from the extraction procedure due to applied mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
This rv lead was explanted due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.